Manufacturer narrative:
The reason for the revision surgery was the "patient' was experiencing some instability in the knee." No information was reported with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to be sent to a lab and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) indicated an issue with size verification. The issue was addressed and satisfactorily resolved as acceptable product, i.e. Acceptable for use. A review of the product complaint report history showed this is this first complaint against lot number 59600628. There have been (B)(4) previous complaints against this part number with seven for instability. The root cause for this product complaint is determined to be caused by poly wear resulting in patient knee instability. There is no reported information that indicates a material, design, or manufacturing problem with this product.

Event description:
Revision surgery - due to the patient experiencing instability in the knee. Once the surgeon opened the patient up, the poly insert was showing to be worn. He chose to perform a poly swap; using a thicker insert.